Event description:
Additional information reported indicated that a manufacturer representative went over antenna locator (al) feature with the patient and there had been no problems to date of the report.

Event description:
It was reported that this was the patient's first recharging session. The antenna locate feature was used and got a value of 62, with only two coupling bars. Another recharger was used which got two coupling bars as well. It was stated that the outline of the implantable neurostimulator (ins) could not be felt and it was "slightly tilted". It was noted that the pocket did fee loose. It was noted that the ins pocket was loose and the device was "moving around". Additional information received reported that the pocket was revised and the battery was moved to a position better suited for recharging.

Event description:
It was further reported the recharger was getting poor coupling. It was noted they were then able to get 6-8 coupling bars and the problem was resolved during the report. Additional information received reported there was no malfunction additional information recieved reported the patient had the neurostimulator (ins) on the belt line and it was irritating him, he was not able to recharge and was getting zero boxes. It was reported the health care provider surgically moved the ins lower and the patient was still having trouble with recharging because the ins was deeper. It was reported the patient had to press the recharging antenna really hard to get anywhere

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger, product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that one week after the revision, the patient was only able to get two coupling bars when r echarging. An antenna locate was done and resulted in a 52. The patient was eventually able to get four coupling bars. It was noted that the patient still had gauze over the pocket site, but it was indicated that there was not much swelling and no tenderness. It was later reported that the revision was considered successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having trouble recharging their battery. An antenna locate feature was done and the patient was able to get between 0 and 4 bars. It was noted that the night before the report the patient was able to get all 8 bars but they were not able to maintain this. It was noted that this was while lying down and at the time of the report the patient was sitting up. It was also reported that the patient was "right over the skin" and was not using a belt. Forty eight was reportedly the highest the patient could get with the antenna locate feature. It was further reported that the implant appeared loose and on edge at the time of the report and was "tilted." It was also noted that the patient had a pocket revision two weeks prior to the date of the report and afterwards the patient had swelling, fluid, and a hematoma. It was later reported that the patient was doing fine.